Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on: (B)(6) 2004, the patient presented with pre-op diagnosis: herniated nucleus pulposus l4-5 and l5-s1. The patient underwent: anterior lumbar interbody fusion l4-5 and l5-s1 with anterior plating and pain pump placement. As per op notes, diskectomy was done. A size 14 cage was packed with bmp and tamped into place. At l5-s1, an anterior plate was placed down with three screws. At l4-5, an anterolateral plate was placed down with three screws. X-rays showed good positioning of plates, screws and grafts. Through a separate stab wound incision the introducer for the pain was placed. Then catheter was attached to the tubing which further was attached to the reservoir filled with .5% plain marcaine. The patient tolerated the procedure well. On (B)(6) 2006, the patient presented with pre-op diagnosis: recurrent right carpal tunnel syndrome. The patient underwent: revision of revisional carpal tunnel release with tenosynovectomy. Patient tolerated the procedure well. There were no patient complications. Post-op diagnosis: recurrent right carpal tunnel syndrome. Tenosynovectomy. On (B)(6) 2006, the patient presented with pre-op diagnosis: left recurrent carpal tunnel syndrome. The patient underwent left revisional carpal tunnel release with tenosynovectomy. Patient tolerated the procedure well.